Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The pt was admitted to the hospital his ldh is increased and he has right heart failure. The pt currently hospitalized at another vad center with dobutamine support his right heart. The pts labs were ldh 865 u/l, decreased from 1306 u/l on 5/7 when he was admitted. He is currently listed as 1a for transplant. Additional info received (B)(6) 2014, the customer reported that the pt was transplanted.